Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl (27.7 mmol/l). As a corrective measure, tandem technical support planned to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump. Currently, there is no backup therapy available, and the caller will contact their healthcare provider for guidance.